Manufacturer narrative:
This is one event (death) of two events reported on the same patient involving two separate products; associated with mdrs #1225714-2014-00675, 00676, 00677 and 00678.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2008 and subsequently expired on (B)(6) 2008 after the use of the product.

Manufacturer narrative:
Add'l info has been requested and will be submitted upon receipt accordingly. This is one event of two events reported on the same pt involving two separate products; associated with mdrs# 1225714-2014-00675, 1225714-2014-00676, 1225714-2014-00677 and 1225714-2014-00678.